Manufacturer narrative:
This ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021. The premature battery depletion could be confirmed during analysis.

Event description:
It was reported that this device showed eri approx. 45 months after the implantation. The device is expected for analysis. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.